Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a davinci robotic prostatectomy procedure, the device would not close clips securely. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Event description:
Pt presented on (B)(6)2010, for left heart catheterization. While attempting difficult access to rfa it was noted that wire tip sheared off. Surgeon documented, during the cardiac catheterization, attempted to gain access from the rfa approach. Guide wire exchanges were made including a guidewire exchange with a glide wire..attempt was made to withdraw glide wire through needle and the distal tip was dislodged and separated..." Unable to retrieve by normal methods resulting in surgical intervention (arterial catheterization) per vascular surgeon and admission to hospital for close observation. Dates of use: (B)(6)2010. Diagnosis or reason for use: left cardiac catheterization. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The ka200 instrument was returned in good visual condition. The instrument load and deployed 6 clips as intended over suture. The instrument was fully functional and conforming to manufacturing requirements. The batch record was reviewed and no anomalies were noted during the manufacturing process.